Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, and a sense b node issue was suspected. Sensing vector assessment was later conducted in-clinic with the support of a boston scientific field representative. X-ray images were also sent to technical services for review. Technical services noted a few possible electrode issues, including insulation integrity issues or possibly a loosened suture sleeve. As such, a revision procedure was scheduled to replace the electrode. However, during the procedure, it was discovered that the suture sleeve was moved completely over the sense b node, and the physician elected to replace the entire s-ICD system. Besides the intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
An updated report will be issued once the product is returned to boston scientific and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode, and a sense b node issue was suspected. Sensing vector assessment was later conducted in-clinic with the support of a boston scientific field representative. X-ray images were also sent to technical services for review. Technical services noted a few possible electrode issues, including insulation integrity issues or possibly a loosened suture sleeve. As such, a revision procedure was scheduled to replace the electrode. However, during the procedure, it was discovered that the suture sleeve was moved completely over the sense b node, and the physician elected to replace the entire s-ICD system. Besides the intervention, no other adverse patient effects were reported. Product return is expected.